Manufacturer narrative:
The initial reported event was received on [2016-09-13]. Of note, the reportable malfunction and/or serious injury [infection] is normally submitted via a bimonthly report submission that would have been due on submission [2016-10-13]. Information was subsequently received on [2019-03-08] and revealed [serious injury]. As there is new information that reasonably suggests the device has or may have caused or contributed to a [serious injury], this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device incision site was reddened and swollen. The patient had a superficial incision site infection. The patient was hospitalized and treated with IV antibiotics. The infection has not resoslved and will continue on antibiotics for 6 weeks. Further actions/treatments are planned. The device remains in use. No further patient complications have been reported as a result of this event. 2016-11-17: additional information was received that the patient was discharged home on oral antibiotics and the infection resolved. No further patient complications have been reported as a result of this event. 2019-03-18: the patient is a participant in the post approval clinical surveillance product surveillance registry.